Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks due to possible rapid ventricular response (rvr) due to atrial arrhythmia. It was noted that the patient was awaken due to the shocks from the device. Technical services (ts) recommended cardiology follow-up. This device remains in service. No additional adverse patient effects were reported.